Manufacturer narrative:
Product event summary: reviewed and confirmed / updated rfr, hazard, and conclusion codes. A good faith effort for follow-up was completed. The accessory 3625 interstim scs screener ki was not returned. The investigation is limited without device return. The event did not allege a potential manufacturing issue; therefore, a DHR review was not required for the accessory 3625 interstim scs screener ki. The event was reviewed for previous investigations and none applied. Event reviewed for known inherent risks listed in product labeling and none were noted. Reviewed for escalation to (B)(4) and escalation was not required. The investigation of the accessory 3625 interstim scs screener ki is inconclusive because the cause of the loss of stimulation is unknown. Concomitant products: product ID neu_unknown_lead, lot# unknown, product type lead; product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).

Event description:
It was reported the patient had no stimulation sensation. The patient had interstim device for bowel problems. The patient has apparatus that hooks to pants. It was noted not having any feeling from it. The patient turned it all the way to 10 volts. The patient put in a call to hcp (healthcare provider). The patient felt at the office at about 2 volts. It was noted that it stopped sometime the day of reported event date. The patient had increased to 10 volts and the patient still wasn¿t feeling anything. Troubleshoot to make sure all the connections were intact which they were the patient had stated. The patient tried to reset no success. The patient was feeling stimulation at 2 volts and now they were not feeling anything. Additional information received reported the not feeling stimulation event cause was determined to be the patient fell at home and dislodged electrode. It was noted as not device related and no reprogramming needed. The wire/electrode was further/completely removed. The patient recovered without permanent impairment. It was noted stage one implantation in or (operation room) on (B)(6) 2014. The results was reported as excellent at office visit on (B)(6) 2014.